Event description:
During placement of the endovascular graft, the ipsilateral iliac leg graft was placed a full stent above the flowdivder of the main body graft in order to keep the internal iliac artery open. An iliac leg extension was placed within the contralateral iliac leg graft in order to compensate for the high placement of the ipsilateral iliac leg graft. The necessary intervention was performed to eliminate the possibility of the proximal portion of the contralateral leg graft from occluding the ipsilateral limb. Final angiogram noted a good placement of the device.